Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. On (B)(6) 2021, it was found that additional information regarding the explantation date was omitted from the previous report. Investigation summary : mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at the juncture of the shell and the anterior patch. Microscopic examination was performed and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4), the explantation date was estimated as (B)(6) 2021 based on available information. Updated reason for device explant and/or reoperation: deflation. The relevant fields have been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with a ce med height te 350cc tissue expander and experienced postoperative deflation (unknown side). At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 2019 based on available information.